Manufacturer narrative:
The manufacturer became aware of an allegation of rep dreamstation auto CPAP that the patient alleges very dry sinuses and mouth. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was no error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there were no visible foam degradation and unit got corrected. Box h6: evaluation method code grid evaluation results code conclusion code grid has been updated.

Event description:
The manufacturer became aware of an allegation of rep dreamstation auto CPAP that the patient alleges very dry sinuses and mouth. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.